Event description:
The manufacturer received information alleging a service required alarm while in patient use. Suspect possible contamination from providing breathing treatments while on patient, as this is the 4th unit they have had an issue with. There was no harm or injury reported. The field service engineer installed a new system board, machine flow sensor, 3 way solenoid valve, and proportional valve were replaced to address the issue. A complete calibration was performed as indicated. The device passed testing and was placed back into full clinical service for patient use.